Event description:
Device malfunction: broken handle, thumbwheel spinning, stent partial deployment. Time of malfunction: during the procedure. Symptoms/ae: stent implanted in unintended site. It was reported that during xceed stent deployment in the superficial femoral artery (sfa), the handle of the stent delivery system broke, the thumb wheel spun and the stent only partially deployed. The device was pulled backwards and the stent deployed in an unintended site in the sfa. A non-abbott stent was used to complete the procedure. Though requested, no add'l info was provided.

Manufacturer narrative:
(Off label use in vasculature). The device was received. Investigation is not complete.